Event description:
Device malfunction: none. Symptoms/ae: hypotension, dizziness, headache, blurred vision time of symptoms/ae: after the procedure. It was reported that 10 - minutes after an uneventful right internal carotid artery stenting procedure, the pt experienced hypotension with dizziness, headache, and blurred vision. A central venous access line was placed and fluids and vasopressors were given. The pt remained hospitalized and was reported as stable in late 2007. The symptoms resolved and the pt was discharged to home on two days later. There were no reported adverse pt sequelae. Though requested, no additional info was available. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.